Manufacturer narrative:
No product was returned for investigation. A DHR review was not able to be performed as no lot number was provided.

Event description:
It was reported that while giving an injection the needle became disconnected from the actual device, not from the syringe. No additional information.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06378. The report was submitted in error.